Manufacturer narrative:
(B)(4); device was not returned for evaluation.

Event description:
It was reported that during a gastric sleeve procedure, as introducing, the trocar sleeve has been catching on the fascia. States this has become increasingly common and requires excessive force to push through. The surgeon feels that the sleeve is not as tightly fitted to blade/introducer, causing the sleeve to catch on fascia. States this has only recently been an issue, but has started occurring on about every three trocars. Case was completed with the same product, just had to apply more force than he was comfortable with. There were no patient consequences.